Event description:
It was reported that during a procedure the table leg was allegedly dropped and slid on its own. There was no report of an injury to the patient or a delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service tech. After a visual and performance evaluation, the tech found that the base wiring of the pendant was frayed. Despite this, all functions worked. Pendant was taken out of service. Ultimately the trend cylinder was replaced on (B)(4)2013.